Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work was confirmed. It was found that the connector pin in the camera head was broken. The system was replaced so as to correct the identified failure. The broken connector pin is most likely a result of user mishandling of the device, probably a fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate that pre-operatively to an unknown procedure a camera head ac - c-mount did not work. No consequence for the patient. The customer states that they have no further information.